Event description:
Subsequently the patient reported "my surgeon thinks I may have the beginning signs of capsular contracture" grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one has ruptured" and "pain, and now its misshapen, swollen". Affected side is unknown. The device remains implanted.